Event description:
During the case the dr encountered problems removing the resectoscope, with a 24 french cutting loop, from the 24 french sheath. He said it felt like something was sticking and after doing this a couple of times he asked for another resectoscope. Upon taking the scope out of the sheath the last time, he said he felt something break. Upon further inspection of the assembly, it was noted that the cutting loop had in fact broken at the loop. The instrument was removed from the sterile field and sequestered for biomed inspection.